Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 05nov2018. Philip's service engineer (se) inspected the device and replaced the battery.

Event description:
It was reported that the ventilator battery was not holding a charge. There was no patient harm reported. The event date was not specified; estimate used.